Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery and power error detected. The customer¿s blood glucose level was unknown. The customer's mother stated that they had to change battery every hour after pump indicated "replace battery now" and also agreed to perform troubleshoot for pump error detected. The insulin pump will not be returned for analysis.